Event description:
It was reported that the patient¿s implantable neurostimulator (ins) kept ¿turning up¿. It was noted that the patient would ¿turn it down¿ to 2.5 volts and ten minutes later, the stimulation ¿jumps back up¿ to 3.5 volts. It was reported that this occurred on all programs. It was noted that this started the day prior to the report. It was noted the patient does have a device with ¿adaptive stim¿ but states she ¿never got it activated¿. It was reported the patient did not have a reprogramming session since implant. It was noted that the patient did not have any recent falls or trauma. It was reported that the patient experienced an overstimulation sensation.

Event description:
It was reported that there was an overstimulation sensation. It was stated that the stimulation was turning up "on its own". It was also stated that the patient turned her stimulation on all programs down to 2.5 volts, about ten minutes later, she felt her stimulation increase and verified via patient programmer the voltage was up to 3.5. The patient was redirected to her healthcare provider. If additional information is received, a supplemental report will be filed.

Manufacturer narrative:
Product ID: 39286-65 lot# serial# (B)(4), implanted: 2012 (B)(6), product type lead product ID: 37754 lot# serial# (B)(4), product type recharger product ID: 37746 lot# serial# (B)(4), product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).